Event description:
The patient has a scs system which includes two leads from the same lot. It was reported the patient is not receiving effective stimulation. Multiple reprogramming sessions were unable to resolve the issue. Lead diagnostics revealed invalid impedances. An x-ray was taken and showed no anomalies. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.